Event description:
Information was received from a patient representative regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) and bupivacaine. Dose and concentration information was not reported. It was reported that the patient had gallbladder pain related to their metastatic cancer. The pain started on (B)(6) 2024 so the patient was taken to the emergency room. The patient underwent a two hour magnetic resonance imaging (MRI) on the night of (B)(6) 2024 but, per the patient, they told the MRI technician to stop because they felt the pump vibrating, but the technician told them "it's okay, there's only a few minutes left". They called patient relations, who told them that the MRI "would not cause the pump". After the MRI, around 9pm on (B)(6) 2024, the patient was in pain, so they tried to bolus, but got a "motor stall error-service code 100" message on their handset. The motor stall alert was still present on the morning of (B)(6) 2024. The patient representative resynced the pump during the call to patient services and requested/received a bolus successfully after confirming no alerts were present. Per the reporter, the patient's "original pain" had been a "4 year ordeal" that started in (B)(6) 2019, followed by a cancer diagnosis less than a year prior to the report, which is why the patient had the pump. The reported was redirected to the healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that there was nothing to add to the information already reported. The hcp further stated that the patient's husband stated that they hadn't had any issues since the MRI. There were no more vibrating or error messages. The hcp stated that neither the patient nor the MRI called the doctor's office. The patient's husband said they only contacted the rep when they still had an error message the next day.